Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s insulin pump was exposed to moisture, had a crack on the battery compartment and battery compartment threads and the pump was completely shut off. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was performed. Customer reported that the pump functionality was affected due to damage. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, scratched serial number label, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. No blank display noted during testing. Pump received with flashing white display. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to flashing white display. Unable to download history files and traces using thump due to flashing white display. Unable to perform the history review 1 week prior to the 05-sep-2025 due to flashing white display. Unable to generate the power management graph due to flashing white display. The test p-cap and reservoir does lock in place in the reservoir compartment. Pump was cut open to perform visual inspection and found corroded pcba 1, corroded pcba 2 and moisture damage on the motor. No damage noted on the force sensor. Using a test pcba 1 and the original pcba 2, the pump had flashing white display. Using a test pcba 2 and the original pcba 1, the pump had flashing white display. Flashing white display was due to corroded electronic assembly. No damage noted on the lcd controller. Damage- cracked battery tube threads confirmed at the back of the pump. Damage- cracked case battery tube confirmed at the back of the pump. Display anomaly-blank display not confirmed. Damage-moisture confirmed. Unable to perform the required tests due to flashing white display. Display anomaly-flashing white display confirmed. Upload error confirmed (unable to download history files/traces using thump due to flashing white display). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.